Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's nurse that the customer was hospitalized with diabetes ketoacidosis. The customer's blood glucose was unknown. The nurse stated she will have customer to call back to provide hospitalization details.